Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the unused device was received for evaluation. Visual inspection was performed, and there was no evidence of white dust or particulate matter in the fluid path of the tubing. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white dust in the fluid path of a clearlink non-dehp solution set. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 48.

Manufacturer narrative:
(B)(4); the device evaluated was a device from the same lot.), (the actual device was not returned for evaluation. However, a device from the same lot was visually inspected).should additional relevant information become available, a supplemental report will be submitted.